Event description:
It was reported that a spectrum pump had air detector issues. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with the reported symptom. The readings on the ultrasonic sensor are out of specification. The air detector issues have been confirmed as reload set alarms. The failed upstream sensor will be replaced.